Event description:
It was reported during reprocessing, foreign material was found on the device channel (ch-tube). There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
Address: full name of the customer address is (B)(6). The subject device was received and evaluated at repair center (rc) olympus china. Device evaluation and inspection , service repair noted the engineer did not confirm the foreign materials; the suction tube was observed to be normal. The device was noted to be returning to the customer with no fault noted. Review of device service repair history noted the concerned product has been repaired once this year (date: (B)(6) 2022) with the following fault: fault detection: the lg lens was damaged; the angles were insufficient; the insertion tube had leakage. Repair history found not related to the reported issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed, but the foreign material could not be definitively identified. Therefore, a further cause of the suggested phenomenon could not be presumed. It is requested that the user facility receive instruction/reinstruction on how to handle the device in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.